Event description:
Second procedure, approx 6 yrs ago. No record available. On 1/07, pe = deflated right breast implant. Pt decided to have bilateral implant removal with no replacement. Underwent bilateral implant removal with bilateral mastopexy. Right implant completely deflated. Left intact. (425cc textured implants).